Event description:
On (B)(6) 2014, IV tubing\/infusion was noted to be connected to the endotracheal tube balloon port. The ett port allowed for the IV tubing to be connected and fluid to be infused through the ett, which was not intended.